Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh were implanted. On (B)(6) 2011, miniarc and intepro were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to third degree vaginal prolapse, sui, cystocele and rectocele. It was reported that patient underwent transvaginal removal of sling and mesh material, cystoscopy and vaginoplasty on (B)(6) 2009 due to pain and dyspareunia. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Procedure and mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesions, vaginal prolapse, central defect and stress urinary incontinence.